Event description:
Info received indicated when the brakes were activated the right head caster would not hold.

Manufacturer narrative:
The hill-rom technician replaced the right head caster to resolve the issue.